Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient had an infection. Patient stated they went to the doctor on the 4th and they put them on an antibiotic and everything was great. Patient then stated 4 days later they went off the antibiotic and 3 days after that they got dreadfully ill sweats, their joint was swollen up, their back was swollen, their legs were swollen and their bones hurt. Patient said it was almost like a rheumatoid arthritis attack and they thought it was ok but then it was so bad they had to go to the emergency room and they were put on antibiotics again and it cured the problem. Patient mentioned they only had a couple days of antibiotics and then they ran out again and had to goes to the ER again. Patient also mentioned they had artificial hips and were fused in metal with 4 rods up and down their spine from t8 to l5, an artificial shoulder and this was in their hips. Patient noted they have 7 pounds of metal in their body and if this stuff gets to the metal they were in big trouble and they needed to have an appointment with their healthcare provider (hcp) so they can figure out how to stop this or put the patient on low tylenol or something to keep the infection from getting into their joints. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed the role of patient services multiple times. Patient stated a manufacturer representative (rep) was supposed to be at an appointment with them but did not show up and they want to talk with them. Agent redirected to hcp and sent email to field staff per patient request and to notify of issue.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the infection that the patient has had is not related to the device or therapy.